Event description:
It was reported that a device was used during a mammary procedure. It was reported that the device had a continuous tone and sometimes no function (no further information is available). Another device was used to complete the case. There was no consequence to the patient.